Event description:
It was reported the patient received the following results within 15 minutes: 1st test 11:20am 46mg/dl. 2nd test 11:27am 96mg/dl. 3rd test 11:28am 104mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.